Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: 2023-06-12 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-aug-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 11-aug-2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was 'settings not available'. Pt reported they usually turn stimulation down at night. This morning pt woke up and wanted to adjust stimulation and was not able to. The controller showed 'settings not available'. Pt tried all the groups and was getting the same message. Pt confirmed ins was charged. Pt had no falls, no changes. Reviewed the meaning of the message. Pt was redirected to follow up with hcp. Pt said they will follow up as soon as possible so that they could walk. Pt also made a comment that the device messed up again and it was typical. On 2023-mar-02 the patient (pt) called back re-reporting information previously documented in this case. Pt said their controller was all messed up. Pt said they saw two reps for reprogramming. Pt said there was something with the programs. Pt said they have one program that would work and was still receiving the settings not available message. Pt said it was going "haywire". Pt said they texted and called one rep yesterday but with no response. Pt said they would have to meet with a rep several times a day for reprogramming with how it was currently working. Patient services (pss) redirected pt to their hcp/rep for further assistance. On 2023-may-19 the patient (pt) reported they have had several instances over about the last 8 months in which the controller gets stuck on settings not available. Pt tried to use other programs, but will also receive the same message. It is very inconvenient as it takes several days to meet with a rep for reprogramming. On 3 occasions the controller would malfunction again. Pt clarified that "it" was meant as the controller/stimulator. About 2-3 months ago, it began to malfunction, the setting/current began making the pt ill, having bowel issues and abdominal discomfort. For the last 2 months the stimulator has been useless. When "on" it is on the same setting. Pt does not believe the stim itself is right on. The pt has address this issue one more than one occasion: two times they spoke with hcp and was reprogrammed. Last time they met with a rep who quickly found the controller was unprogrammable and was told they were the recipient of a defunct spinal stim which required removing, finding the issues, and replacing stim. The unit (stimulator/leads/battery) require removal to ascertain the malfunction and pt will have system replaced with a unit that works correctly. Pt not sure if this device ever did work correctly. Procedure is scheduled for june 12th. The earlier date required rescheduling due to personal illness. Weight was reported.